Manufacturer narrative:
The investigation for the reported infection/sepsis issues has been completed. The impella device has not been returned for evaluation. Review of the provided data logs showed that the pump, sn (B)(6), was run for approximately 19 days. It was reported that the infection was not alleged to have been caused by the impella device. The root cause of the infection was determined to be unrelated to the impella device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported an infection that occurred from the surgical graft site and puss needed to be evacuated. Two days later the impella was removed and intra-aortic balloon pump was placed. The procedural outcome was the patient survived surgery.